Manufacturer narrative:
The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. Due to the state in which the device was received, functional testing could not be performed. The fracture site did not indicate a specific cause for the failure. Disassembly of the device did not reveal any further anomalies or defects. There was a delay in associating the returned part to this complaint, since an incorrect part was initially returned from the customer and the correct part was not immediately connected to this complaint when it was returned. The discrepancy was identified during a recent review of complaint files and reported as soon as possible following the confirmation. We regret the delay in finalizing the evaluation and providing this second follow-up report.

Manufacturer narrative:
The device was returned for evaluation on 10/17/2017; we will submit a follow up report once the evaluation is complete.

Event description:
Per the reported information, while the doctor was performing a tenotomy of the lt achilles, using the appropriate technique, the needle broke off and remained in the patient. The doctor removed the broken piece by hand. The surgical procedure was completed by using another microtip. This was the second failure that occurred on this patient, see MDR#1000135560-2017-00167 for the first failure. There was no injury or harm to the patient caused by the failure.

Manufacturer narrative:
We have received the device (tx microtip) for evaluation and testing to verify the reported complaint. Visual inspection of the returned device (tx microtip) showed that the needle was intact, not broken. The returned device has passed the functional testing and no problem was found. We are unable to confirm the reported complaint based on the evaluation of the returned device. We have notified the client that an incorrect device could have been sent for evaluation as the needle was intact. We will submit a follow up report if we were to receive the actual device reported as "broken needle".